Event description:
It was reported that a home patient changed the programming on a homechoice device. This event occurred during priming. The home patient was not connected. The technical service representative advised the home patient not to change the programing. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error where the patient changed the programming on a homechoice device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for programming. It warns the user to not change the setting for therapy unless directed a nephrologist or nurse. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.